Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "the 02 sensor failed. Techical fault 231008 (o2 valve leak). Per customer. Increase of o2 stated the oxygen supply fail. When the ventilator was placed on standby it said system error. " no clinical signs, symptoms or conditions reported and no health consequences or impact reported.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The following was reported: "the 02 sensor failed.". It is mentioned to occur during ventilation with no patient harm. The patient was switched to an alternative ventilator. The root cause is related to a defective component.